Event description:
It was reported that the internal hlc levels were depleted to 0. With depleted internal hlc levels, the device may not have the ability to power on and deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be broken spot welds at the negative terminal of one of the internal hlc batteries, designator bt1 located on the analog pcb assembly. The broken spot welds created an open circuit leading to the depletion of the internal hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.